Manufacturer narrative:
(B)(4). During evaluation, it was observed that the proximal shaft was separated approximately 48.5 cm from the distal tip of the catheter. Evidence of a kink was observed at the separation location: indentations observed in the proximal shaft along with discoloration to a lighter blue color. The drive cable was observed to be kinked at the location of the separation. There was also a tear observed in the distal end of the monorail. Blood was observed in the distal tip of the catheter. All portions of the catheter were accounted for. Since the device was received in damaged condition, functional testing could not be performed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for a similar failure mode within this lot. The broken shaft is likely due to handling of the device during use. The type of damage observed to the shaft is likely to occur when the catheter's shaft is impacted or bent at an angle greater than 45 degrees. The IFU for this device states the following precautions: "avoid any sharp bends, pinching, or crushing of the catheter. Do not kink or sharply bend the catheter at any time. This can cause drive cable failure. An insertion angle greater than 45 degrees is considered excessive." The above stated complaint did not impact patient care and no adverse events occurred. No patient details were provided and the second catheter functioned as intended and no other events were reported and the patient was reported to be stable. It is not known of the disease state if the catheter had been met with any level of tortuosity. No further action is required.

Event description:
The ivus (revolution) catheter was inserted from the left femoral artery through the sheath. At the first insertion coronary artery was imaged first and the catheter was used to view the iliac artery and the segment was imaged. The physician knew the catheter could not be used in the peripheral vessels. The image was obtained at the iliac artery but, when the catheter was removed outside the body, it was found to be damaged. The outer sheath was kinked and separated exposing the drive cable. Another revolution ivus catheter was used and the procedure was completed. No portion of the catheter was left inside the body. The images were not provided to volcano of the coronary or peripheral vessel. No patient injury or adverse events occurred due to this incident and the patient was released from the hospital according to the original treatment plan.